Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch components were dirty. The technician cleaned and lubricated the side rail latching components to resolve the issue.